Event description:
A healthcare professional in the (B)(6) reported that inovent # (B)(4), set to deliver nitric oxide at 20 ppm was measuring 40 ppm, while on a pt. A male infant born (B)(6) on (B)(6) 2011 with a medical history of respiratory distress syndrome, sepsis, anaemia, jaundice, pulmonary hemorrhage and pt ductus arteriosus, which required surgical ligation, was being treated with various unspecified medications. On (B)(6) 2011, the pt was noted to have an oxygen saturation of 72% with 100% oxygen and was started on nitric oxide at 18 parts per million (ppm) via inovent # (B)(4) for persistent pulmonary hypertension of the newborn. The same day, he was also started on intravenous furosemide, morphine sulfate and four (4) intravenous antibiotics (unspecified). After treatment with nitric oxide was initiated, the pt's oxygen saturation rose to 90% with 80/90% oxygen, and throughout the shift the staff was able to wean the oxygen to 50/60% and still maintain an oxygen saturation of 90%. On (B)(6) 2011, at 05:00 a healthcare consultant attended to the pt and "changed the ventilator settings and dialed down the nitric" - no further details were available. At 06:30 the staff noticed that the inovent was set to deliver 20ppm but was measuring 40ppm, and that the pt's oxygen saturation had dropped to 82%. The staff increased the oxygen settings to 86-90% in order to increase the pt's oxygen saturation levels, and the pt was then switched to a back-up inovent. At 09:00, with the new inovent in place (and reading correctly), the pt was noted to have oxygen saturation of 96% with oxygen set at 86%, and at 15:00 oxygen saturation was 91% with the oxygen reduced to 54%. The pt was continued on nitric until (B)(6)2011 and was then weaned off. Inovent # (B)(4) was quarantined and will be collected by ino therapeutics for testing.

Manufacturer narrative:
A healthcare profession in (B)(6) reported that inovent # (B)(4), set to deliver nitric oxide at 20 ppm was measuring 40 ppm, while on a pt. The device is pending investigation. A supplemental report will be submitted within 30 days of completion of investigation.